Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Blood glucose level at the time of the incident was 176 mg/dl. Duing troubleshooting, the customer received a failed battery test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture on the keypad traces. No button error alarm during our testing. All operating currents within specification and passed functional testing including rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery test anomalies noted. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.